Event description:
Customer reports to have moisture under display screen. Customer states she jumped into swimming pool with insulin pump attached. Customer's blood glucose was 113 mg/dl. After troubleshooting, customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.